Event description:
In response to the letter from the FDA dated 9/5/2002, with regards to cases of meningitis, co is reporting a case of meningitis as requested. The pt was admitted to hospital after suffering pneumonia which progressed to meningitis. Streptococcus pneumoniae was cultured from a spinal csf sample. CT scan carried out during this episode showed apparently no opacity in the middle ear or mastoid space. Presently the thinking is that this was probably not otogenic meningitis. However, a full report has not yet been produced, pt remains in hosp and is recovering slowly.